Event description:
During a bi-ventricular ICD upgrade, attempts were made to enter an mcv branch in the coronary sinus. An angled guiding sheath was used in an attempt to gain access to this sharp take-off vessel. When pulling a 0.14" guiding wire (cps courier model ds2g002) out of the guiding sheath, it was noted that the end of the wire sheared off from the rest. It migrated more distally into the coronary sinus where it remained. The procedure was abandoned.====================== manufacturer response for medium cardiac positioning system guidewire, cps courier guidewire======================requesting device for analysis.